Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 419478 lead, implanted: (B)(6) 2007. 5076-45 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device experienced early battery depletion due to high left ventricular (lv) lead thresholds. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.